Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. An intestinal perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On the 45th day after initiation of dudodopa, the patient reported abdominal pain. An abdominal x-ray and CT scan were performed, showing a duodenal perforation. The patient was treated with fasting and total parenteral nutrition (tpn) management. The symptoms improved, and the patient was discharged from the hospital on the 76th day after initiation of dudodopa.